Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 2 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for a driveline infection. The drainage culture result showed positive for achromobacter, blood culture results were negative. Incision and drainage was performed with wound vacuum-assisted closure in place.